Event description:
It was reported that the pt experienced an injury when he fell out of his electrical wheelchair while he was being transported in a medical van. The pt went to a health care provider that same day thinking that his pump was broken because he was experiencing swelling and increased spasms. The hcp took an x-ray and performed a needle draw test, then sent the pt home. The pt was admitted to the hospital the day after the fall; his body was "jumping" and there was sweat on his forehead. The pt also experienced hypotension and was on antibiotics for a urinary tract infection. The pt was released by the original hcp after five days, but was admitted again with altered mental status and a return of symptoms. The pt was evaluated by neurosurgeons and it was determined that the pt had a catheter dislodgement. The catheter was revised. The concentration and daily dose of baclofen being administered via the pump were not reported.

Manufacturer narrative:
.